Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor was giving off a burning plastic smell. No troubleshooting taken. The monitor would be replaced. No patient complications have been reported as a result of this event.